Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the lens rotated ten degrees from 170 to 160. The surgeon rotated the lens back into position, but it rotated back to 160. In a follow-up, the surgeon reported that he has decided not to do any further procedures at this time.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 03/21/2008, 03/24/2008, and 03/26/2008 by phone, fax and mail. Pt records were received. A completed questionnaire has not been received. This report was mailed to FDA on: 04/18/2008.